Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test properly. Device received with minor scratched lcd window, cracked keypad at select button and keypad overlay texture damage. No missing segments/partial display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratched on the screen and difficult to read. No harm requiring medical intervention was reported. The insulin pump was not accepting calibration within normal sensor window. The device will not be returned for analysis.